Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation issues, removal difficulty and thrombosis occurred. There were one large and one small target lesions located in the 3.5mm mid left anterior descending artery (lad). Pre-dilation was performed on both proximal and distal lesions using a smaller balloon catheter. Then a 3.50x38 synergy ii drug-eluting stent was advanced and crossed the lesion nicely. The stent was inflated and deployed at the proximal segment, but the lesion was so tight that half of the balloon came out. The balloon became hung up on the first segment as the plaque was not prepped. The physician had a hard time to get the balloon out. The balloon was inflated a bunch of times and finally was able to deflate and was pulled out of the body with the support of a guide catheter. Thrombosis was then noted in the vessel as the patient was not given heparin during the procedure. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine and was discharged.